Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. The patient was implanted with a new device (date not reported).

Manufacturer narrative:
Correction: the patient was not reimplanted with a new device as previously reported, but implanted on the contralateral side. Device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient experienced the loss of osseointegration on (B)(6) 2010. It was also reported that the device was not available for analysis. This report is filed (B)(4) 2013.